Event description:
A consumer reported that he is experiencing blurry aroung the periphery approx four yrs following intraocular lens implant surgery. The surgeon mentioned that he may perform a laser treatment on the pt to address his concerns. The consumer and the surgeon have refused to provide any further details.